Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported there was an alarm of no disposable pump won't run, air noted, patient not affected. Reservoir volume 54.5, rate 2.2. Was given 45.5. The patient pulled the pump off of the counter and it began to alarm no disposable pump won't run. Powered off and clamped the line. The cassette was removed and the tubing massaged. The green tab was depressed. Air was noted. Reconnected and powered on the pump. Unable to start it. Removed the cassette again, and repeated troubleshooting. Reconnected and restarted, but the pump is double beeping while running. There was no patient harm reported.